Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device touchscreen was found to be out of calibration. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. There were no reports of delays in critical therapies while the device was in clinical use. No additional information was provided.